Event description:
A malfunction was reported with a malfunction code displayed as malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by providing pump reset information, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reappeared.